Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had disconnected from the continuous ambulatory peritoneal dialysis y-set .this occurred during patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.